Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle and on the distal end cover could not be identified. And a definitive root cause of the issues could not be determined. As there was no observed, deformation that might result in the retention of foreign material. And no additional facility device reprocessing information was reported or available. However, the issue was likely, the result of insufficient device cleaning/reprocessing. The event may be detected/prevented, by following the instructions for use sections below: evis lucera, gif/cf/pcf type 260 series, operation chapter 3: preparation and inspection. Evis lucera, gif/cf/pcf/sif type 260 series, cleaning/disinfection/sterilization edition chapter 3: cleaning, disinfection and sterilization. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿water droplets are reflected on the screen¿ was confirmed. The following findings were also noted during device evaluation: due to clogging of nozzle, water removal ability does not meet specifications, due to a pinhole on channel-tube, water tightness is lost. Due to wear of angle wire, bending angle in up direction does not meet specifications, the connecting tube has a wrinkle, scratch, and discoloration, light guide lens has discoloration, multiple cracks and scratches found throughout the device, image guide protector has a cut, electrical connector has corrosion due to water leakage, due to dirt on objective lens, there is a lack of image on the monitor, due to a crack on objective lens, flare occurs, the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope water droplets are reflected on the screen. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle and plastic distal end cover have foreign objects. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.